Manufacturer narrative:
Based on the limited information provided, the investigation found only possible causes for the missing sampling error flag. First was, enough sample for processing was aspirated before the sample ran short and showed some bubbles in the line. Another possible cause could be the absence of the trailing slug of blood that pushes the sample to the dilution cups which caused the sample being processed to be overdiluted. The submitted data showed that the cd 3200 generated results based on the amount of sample presented for processing and the system was performing as designed. The subject matter experts recommended sending service to check the two sample sensors in the aspiration assembly to ensure that a trailing slug of blood is present during aspiration. Based on the investigation, there was no product deficiency, no malfunction , and no action taken for the complaint issue on the cd 3200 analyzer.

Event description:
The account generated falsely depressed cell-dyn 3200 results for wbc, hemoglobin and platelet on a patient sample. The patient sample was low volume and aspirated in open mode. The account stated air bubbles were aspirated but the cell-dyn 3200 did not generate an error message. The low volume sample was repeated on another cell-dyn 3200 with the expected results. No specific patient information was provided. No impact to patient management was reported. Data provided: initial incorrect result: wbc = 8.37 k/ul, hemoglobin = 7.58 g/dl, platelet = 8.32 10e4/ul. Rerun expected result: wbc = 122 k/ul, hemoglobin = 15.0 g/dl, platelet = 139 10e4/ul.

Manufacturer narrative:
Device: low test results; (B)(4). Patient: no consequences or impact to patient; (B)(4). The evaluation is in process. A followup report will be submitted when the evaluation is complete.